Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had power failure and screen was black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power to pyxis. A field service engineer (fse) identified a medication that was in contact with a controller board, which could have contributed to the issue. So, the fse replaced the barcode scanner, as it may have been a contributing factor. The station was brought back to operational status and tested using the hardware test application. The system functioned as intended after the issue was resolved by customer.